Event description:
Device report from synthes reports an event in singapore as follows: this report is being filed after the review of the following journal article: zhang, t., young, s., lang, s.s., and sundar, g. (2021), prebending of prefabricated orbital implants: towards improved orbital angle symmetry post craniofacial trauma surgery, the journal of craniofacial surgery, vol. Xx (xx), pages 1-4 (singapore). The aim of this retrospective interventional comparative study was to examine the outcomes of orbital angle symmetry between patients who had prebent prefabricated titanium implants intraoperatively versus control patients who had prefabricated but not prebent titanium implants. Between february 2008 to may 2016, a total of 83 patients (68 male and 15 female) with a mean age of 35.8±11.4 (range 15-63 years) who underwent orbital reconstruction surgery were included in the study. Among these patients, 54 were in the present group while 29 were in the control group. Surgery was performed using the prefabricated titanium implants (matrixorbital, synthes, solothurn, switzerland). The mean follow-up period was unknown. The following complications were reported as follows: in an unknown number of patients, the most common complication was limitation in duction, followed by enophthalmos and infraorbital nerve hypoaesthesia. This report is for an unknown synthes matrixorbital constructs. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: this report is for an unknown constructs: matrix orbital plate/screws/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.